Event description:
Reference number (B)(4). Event occurred in netherlands. On an unknown date, it was reported that the patient was using antibiotic due to an infection. No further information available.